Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. On the same day as onset, the patient began treatment with injection fortum (dose, route, frequency and duration not reported), injection reflin(one gram, route, frequency and duration not reported) and injection heparin (1000 unit given in each bags for three days; frequency not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event. Action taken with dianeal therapy was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the peritonitis was resolved, the patient's peritoneal dialysis effluent was clear and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.